Event description:
It was reported that the patient asked if the implantable neurostimulator (ins) therapy could cause pain. The patient started to have sharp pain on the left side where the ins was located about a month after implant. The area was not tender or discolored. The patient could feel the ins with her thumb and finger and the ins shifted back and forth. The patient started to have spasms on the lower part of her back about two months prior to the report. About 3-6 weeks prior to the report, the patient went to an orthopedic healthcare provider (hcp) for her back pain and had physical therapy but could not touch the left side because the pain was so bad. The patient decided to turn stimulation off to see if it would help the pain. Stimulation had been off for two weeks because the pain had subsided since therapy was off, but had intermittent sharp pain going down or when she was doing something for a long period of time. The patient had symptom relief for the first month after finding the right channel. It was noted that the patient had colon and bladder problems and had back surgery. It was noted that the therapy could not cause pain. The patient was going to have a CT scan at 2pm the day of the report to see if there were any problems with her back. The patient was allergic to iodine. The patient reported having no falls or trauma since implant. The hcp did not think that therapy would cause pain. The patient symptoms were that she had irritable bowel syndrome. The patient noticed a return of symptoms and wanted to turn stimulation on and could not turn stimulation on. The setting was on program 2 at 0.0 volts and the patient increased it to 2.2 volts. It was confirmed that therapy was on.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3 889-28, lot# va09wpf, implanted: (B)(6) 2014, product type: lead. (B)(4).